Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was 4 mmol/l at the time of the incident. The customer stated that the insertion needle was hard to remove. The customer removed the sensor and there was short sensor electrode. The product was not returned for analysis.